Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that the patient died. Vascular access was obtained via femoral artery. The concentric target lesion with a bend of between 45 and 90 degrees was located in the moderately tortuous and moderately calcified proximal left circumflex artery. After a 0.014 non-bsc guide wire crossed the lesion and pre-dilatation with a 1.5x9 non-bsc semi-compliant balloon catheter, a 2.50x32mm promus element plus was advanced for treatment. The stent was deployed and post-dilatation was performed with a 2.5x12mm non-compliant balloon catheter. A 3x28mm non-bsc stent was also deployed in the left anterior descending artery. However, post deployment of the stents, patient showed complications and died.